Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that hcp reported patient transferred to him about 6-7 months ago and prior to that patient noted the stim was covering the pain on/off and the ins was having difficulty holding a charge. Caller doesn't work with product and requested a rep for assistance. Additional information was received from a patient. The patient reported that they didn't know of any circumstances that led to the issue. The patient was waiting for the pain doctor on next steps to resolve the issue. The issue was not resolved. The patient had an appointment in june.